Manufacturer narrative:
There has been no report of injury to patient or user. Keymed have requested that the product is returned for further investigation. Reported in an abundance of caution.

Event description:
After using imh-10, sparks occurred when the power to the workstation was turned off and the outlet was pulled out.

Manufacturer narrative:
Olympus keymed investigation completed on information provided. The cause of the sparking has been attributed to mechanical stressing of the pins of the mains plug. Primary causes have been identified as - moving the workstation whilst plugged in, running over the plug, and/or staff treading or tripping on the mains lead. There was no report of injury to patient or user. This will be the final follow up report, however if any new information is received the case will be re-opened. Receipt of product (B)(6) 2019.